Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The customer reported that during the phaco (sculpting) portion of the procedure, the doctor experienced an occlusion warning from the machine. He changed the tip and handpiece and still received the same message. He proceeded with the case and a mild corneal burn occurred in the pt's left eye. The doctor used one unplanned suture to close the incision. The pt outcome was reported as good.